Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system and found the unit missing a workstation node. He checked +5 and +12v to drive good and attempted a reformat of the drive, but was unsuccessful. He reloaded -10 software, hard drive failed to read sectors, suddenly with a screech and the drive began working correctly. The system hard drive failed, so the ge service rep replaced the defective drive, and reloaded the software. The system operates as intended.

Event description:
The customer reported that there was noise on the monitor and the system did not fluoro.